Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to close. The customer stated that the malfunction occurred when user trying to issue medication to patient and user was able to retrieve medications from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 failed. A field service engineer observed that the wheel on the latch handle of drawer 1 was broken and required replacement. An emergency release latch was provided by the customer for the swap. The broken component was replaced with the emergency latch. After the replacement, drawer 1 was tested and confirmed to be fully functional, operating multiple times without any issues or obstructions. The system functioned as intended after the field service engineer repaired the device.